Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "the other day I stuck a child because I had to replace a powerglide pro. He had had it for three days, he had been stuck just under his armpit and the insertion point had totally kinked. Because powerglide pro is so thin and tiny, in the end patients come to you either because it has become obstructed or because it has kinked. A specific number of affected devices or patients was not provided by the complainant.